Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer¿s blood glucose value was below 50mg/dl and she had to take 4 glucose tablets. Customer's sensor glucose level was 50mg/dl. Her daily history was checked and didn't see any actual low blood glucose levels under 70mg/dl. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.